Event description:
The patient reported the following: I had been in the same aligner for over 6 months without any contact, I reached out and they advised that I would need to start treatment over yet again. I was hesitant since my results were not what they had promised or anywhere near as quick as they had initially indicated and the aligners were barely fitting at that point. In (B)(6)2024, I went to a traditional orthodontist to explore a different option, upon that appointment, I learned that my teeth had serious root resorption as a result of candid's lack of care. My teeth are at risk of falling out requiring implants and other extreme preventative measures.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused or contributed to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological condition related to bone resorption.